Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device mk6851 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra-op? Did all the reported issues occur in the left breast? If not, please indicate which breast experienced the reported issues on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019? It was reported that cultures were performed on (B)(6) 2019. Were cultures performed on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019? If yes, results? On (B)(6) 2019, what tissue was resutured with 4-0 pds? Product code and lot # for 4-0 pds? Were all sutures (y497g, 4-0 pds) removed on (B)(6) 2019? Was only 4-0 nylon removed on (B)(6) 2019? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? Events captured in mw 2210968-2020-01736 and 2210968-2020-01738.

Event description:
It was reported that the patient underwent bilateral open capsulectomy, closure of right capsule, opening of the left and replacement with silicon implants on (B)(6) 2019 and suture was used. The patient returned on (B)(6) 2019, with wound dehiscence and leaking serum from the left breast incision. The doctor cleaned the area, applied bacitracin and prescribed leviquin 500 mg for seven days. The patient returned on (B)(6) 2019, a culture was performed and the incision had healed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/19/2020. Additional information: b7. A manufacturing record evaluation was performed for the finished device mk6851 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Capsular contracture and ruptured left saline implant. What tissue type and location of the suture placement? Subcutaneous and skin inframammary fold. What tissue dehisced? No. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Thin from necrosis. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra-op? Yes. It was reported that cultures were performed on (B)(6) 2019. Were cultures performed on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019? If yes, results? (B)(6) 2019 no growth, few white blood cells seen, (B)(6) 2019 staph. On (B)(6) 2019, what tissue was resutured with 4-0 pds? Product code and lot # for 4-0 pds? Tissue resutured, yes removed. Were all sutures (y497g, 4-0 pds) removed on (B)(6) 2019? Yes. Was only 4-0 nylon removed on (B)(6) 2019? Yes. Other relevant patient history/concomitant medications hx: hyperthyroid. If applicable, will product be returned, return date, tracking information no. The following information was requested but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure did all the reported issues occur in the left breast? If not, please indicate which breast experienced the reported issues on (B)(6) 2019? Events reported via mw 2210968-2020-01735, 2210968-2020-01736, 2210968-2020-01738.